Manufacturer narrative:
The complaint states the reported products indicated below were used for the primary surgery. Item no. 101480731, lot no. Unknown; item no. Unknown, lot no. Unknown. The date of the primary surgery was unknown. A revision was done on (B)(6) 2017 due to frequent dislocation. There was a problem with the placement of the stem and cup. Armd is suspected to have been caused.. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A revision was done due to frequent dislocation.